Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3 ¿ it is unknown if the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ncircle tipless stone extractor kinked by the handle. A physician mentioned the issue to the cook area representative in passing and advised the issue occurred a couple weeks prior to 10mar2026. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
Additional information was received 14apr2026. The procedure was completed by opening a second ncircle. The patient did not require any additional interventions/procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 correction: d9, e4, h6 (annex e and f). H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.